Event description:
The patient presented in-clinic after receiving inappropriate therapy due to oversensing that could not be resolved with reprogramming. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.